Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, opening, crease fold. A microscopic analysis was performed which identify a striated edge opening. Based on the device analysis the final assessment is a striated edge opening on anterior side assessed as surgical damage.

Event description:
Healthcare professional reported left side rupture. Healthcare professional reported capsular contracture baker grade IV and calcifications. The device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side rupture. Healthcare professional reported capsular contracture baker grade IV and calcifications. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.